Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2021.

Event description:
It was reported that the patient was experiencing severe headache when stimulation was on. The patient had a reprogramming and database analysis revealed that the ipg appeared to be working as expected. The cause of the patients headaches was unknown and the physician was unsure what caused it. The patient was prescribed with pain medication and injection. The patient will undergo an ipg revision.